Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6; h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that post-implantation, the patient is experiencing multiple issues: a metallic taste in the mouth and has corresponding nickel allergy; a rash on their leg; feelings of their femur shifting; two rounds of antibiotic treatment and IV antibiotics for infection; inability to walk much; toes go numb when laying on side; heart attack like symptoms; back pain; potassium and magnesium infusions for unknown reason making them feel worse; alleged metal in urine that surgeon thinks is a kidney stone; other green particles in urine suspected as suture pieces. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat: 00625006540 lot: 64934263 bone screw self-tapping. Cat: 650-1055 lot: 3031481 cer bioloxd option hd 28mm. Cat: 650-1065 lot: 3048758 cer option type 1 tpr sleve -3. Cat: 110031012 lot: unk 8mm i.d. 44mm o.d. Size f bearing. H6: component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.